Manufacturer narrative:
(B)(4). Failure event observed during analysis. Final analysis found that a partial lead was returned. An external abrasion was noted at 27.6 cm to 28.1 cm from the proximal cut end of the outer insulation. The abrasion was consistent with exposure to constant friction against another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.